Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate after 4 years, a hakim valve failed to program. The device was removed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. Device not available.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This reported has been updated with the corrected information. The device was returned for evaluation. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming; the valve passed the test. The valve was flushed; no occlusion was noted. The valve was leak; no leaks found. The valve was reflux; no issues found. The valve was then pressure tested; the valve passed the test. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.